Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter's phone number: (B)(6).

Event description:
It was reported to philips that the device showed "no wave form (dotted line) shows on the screen by three points ecgs cable (dfm100) after a patient during (B)(6). The incident was reported to have occurred on (B)(6) 2017. The patient involved was reported to have rigor mortis. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device was connected to a patient in rigor mortis via 3 lead ECG to confirm the patient's death. The device showed a dotted line on the display screen rather than an asystolic waveform, as was expected. Another device was used to confirm the patient's death. A philips field service engineer (fse) evaluated the device. The fse reported that the users replaced the 3-lead ECG cable and the same issue occurred. The fse was not able to reproduce the failure when performing an operations test. The device passed all tests. The customer did not provide the ECG cables for evaluation by philips. A dotted line on the ECG display is probably caused by suboptimal electrode contact with the patient. No ECG strips or patient event files were available for evaluation by a philips clinician. The customer reported that the patient outcome was not influenced, as the patient was already deceased. Philips requested but did not receive additional details regarding the event. Philips was not able to confirm the reported problem. Because the problem could not be recreated, the cause cannot be determined. The available information from this report does not support a systemic, design, or labeling problem. No further investigation or action is warranted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.